Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone15.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2026 with hyperglycaemia and dehydration. The patient¿s blood glucose levels rose to approximately 400 mg/dl while wearing the pod for longer than 48 hours. The patient¿s parent reported being unsure if the cannula was inserted properly at the infusion site (hip/buttocks) and that when the pod was removed, the cannula appeared to be bent. Reported symptoms include stomach cramps, nausea and vomiting. It was also reported that the patient had high ketones (method of measurement and values not provided). The patient was treated with intravenous fluids, insulin and an unspecified medication for nausea. The patient was released after 3.5 hours, on the same day.